Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a lower than expected remaining longevity of 11%. A battery depletion (bd) alert was also noted. Technical services discussed the device appeared to be depleting more quickly than expected and recommended replacement for within 90 days. It was then reported that the patient's ejection fraction (ef) had improved and the device would likely be explanted without replacement. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a lower than expected remaining longevity of 11%. A battery depletion (bd) alert was also noted. Technical services discussed the device appeared to be depleting more quickly than expected and recommended replacement for within 90 days. It was then reported that the patient's ejection fraction (ef) had improved and the device would likely be explanted without replacement. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the s-ICD system was explanted without replacement. No additional adverse patient effects were reported. The device was subsequently returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a lower than expected remaining longevity of 11%. A battery depletion (bd) alert was also noted. Technical services discussed the device appeared to be depleting more quickly than expected and recommended replacement for within 90 days. It was then reported that the patient's ejection fraction (ef) had improved and the device would likely be explanted without replacement. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the s-ICD system was explanted without replacement. No additional adverse patient effects were reported. At this time, the explanted device was not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.